Event description:
It was reported that the patient underwent magnetic resonance imaging, which caused the implantable cardioverter defibrillator (ICD) to enter backup vvi mode. No intervention was performed, and the patient was stable.